Manufacturer narrative:
The earlier event reported by the customer was captured in medwatch with patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during preparation for use the device did not yield any image. There was no error message received. There was no impact on any procedures due to this event. There was no patient involvement and no harm to any patient. This was the first time use of the device since the return of the device to the facility for repair of the same no image issue. However, at that time the issue of no image was not duplicated for the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) there was a temporary contact failure due to foreign matter adhering to the connector contacts. 2) a foreign object or malfunction has occurred on the video system center side. 3) temporary malfunction due to static electricity or overcurrent. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.